Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a motor encoder signal out of phase. No motor position encoder error alarm could be verified due to alarms in the history for a corrupted history file. The insulin pump had minor scratches on the display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and motor position encoder error during the rewind process. The caller did not know the blood glucose reading. The caller did not observe any significant events leading to the alarm. The customer was unable to complete the rewind sequence. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.